Manufacturer narrative:
Evaluation results - a cartridge lot number search was performed and no similar complaint found. An injector lot number search was performed and four similar complaints found.

Event description:
The reporter stated the surgeon was attempting to insert a competitor's lens and the haptics tore off coming from the cartridge to the injector. There was no pt contact. The reporter stated the cause of the iol damage was due to the cartridge and a loading error.